Manufacturer narrative:
Result of investigation: during the inspection the error description provided by the customer "dim light" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage during processing or by the user, which has affected the electronics and resulted in poor light output. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported: "hardware light too weak". No information about patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID (B)(4).